Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 pump alarming insulin flow blocked. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted during testing. Pump received with the insulin flow blocked alarm functioning properly during test. Unit successfully downloaded to thumps. Verified pump alarmed multiple insulin flow blocked alarms on 07/22/2021. Found moisture damage to pcb1 board and pcb 2 board during visual inspection. No moisture damage noted on motor assembly during visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Insulin pump passed functional testing. No unexpected insulin flow blocked alarms noted during testing. Insulin pump received with the insulin flow blocked alarm functioning properly during test. Verified pump alarmed multiple insulin flow blocked alarms on 07/22/2021. Found moisture damage to pcb1 board and pcb 2 board during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was broken insulin flow block alaram was recurred. No harm requiring medical intervention was reported. The device will be returned for analysis.